Event description:
A 35 yr old admitted with pancreatitas ready for discharge. Rn went to discontinue IV & found catheter sheared off at hub. Pt to o.r. For removal of catheter from vein. When IV dressing stretched, a tiny hole is apparent. No other dressing disruption noted. This is the 2nd suchevent in this pt in 2 days.